Event description:
The pt has two leads (from the same lot) implanted as part of her scs system. The pt reported she is not receiving adequate stimulation in her pain areas. Pt indicated she only feels stimulation in her legs and the stimulation makes her lose her balance while walking. The sjm rep was to contact the pt as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.